Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that one of the supply bags of the homechoice cassette became disconnected which led to this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was determined that one of the supply bags of the homechoice cassette became disconnected. Renal therapy services (rts) assisted the patient in clearing the alarms and errors. Rts assisted the patient in removing the supplies and advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.